Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had pump error alarm as well as motor error alarm. Customer¿s blood glucose was 265 mg/dl at the time of incident. Customer was unable to describe damage to the drive support cap. Insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.